Event description:
Boston scientific received information that during a follow-up with this patient with implantable cardioverter defibrillator (ICD), fault code 1003 was detected. Boston scientific technical services (ts) indicated that the device was malfunctioning and should be replaced as soon as possible. Additionally, ts decided that this device will be replaced in 28 days, the physician was informed but still no exact date of the procedure yet. This device remains in service. No adverse patient effects were reported. Additional information was received confirming that this device was explanted and replaced without any complication.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was also indicated that the patient heard tones and contacted their physician. Upon interrogation, a low voltage alert was observed thereafter.

Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage alerts code 1003 had been recorded. External visual inspection of the device noted possible leaky battery capacitors. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.